Event description:
It was reported that t:slim x2 pump battery did not charge even when connected with tandem charging cable and third-party wall adapter, and caller noted unstable charging and visible damage to usb port while pump remained operational. There was no reported adverse impact to the customer¿s blood glucose level. Customer kept using current pump for insulin delivery while technical support instructed correct usb insertion to avoid further damage, arranged replacement pump under warranty, confirmed shipping details, and advised customer to place old pump in storage mode, reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return malfunctioning pump using prepaid label within specified time frame.